Manufacturer narrative:
Evaluation: no product was returned for investigation. From the information provided, it is not possible to determine if the patient's condition was the result of the catheter or other environmental conditions/events beyond our control. We do state in our instructions for use manual that, "development of a hypersensitivity reaction should be followed by removal of the catheter and appropriate treatment at the discretion of the attending physician. In rare cases, hepatotoxicity, systemic lupus crythematosus and exacerbation of porphyria have been associated with the systemic use of minocycline and/or rifampin. This is the first reported event we have received of this type.

Event description:
A female was admitted for the repair of a heart defect (hypoplastic right heart syndrome) in 2007. The central venous catheter was placed via the patient left femoral vein. Four days later, the left became cold, mottled and discolored. The central venous catheter was removed the same day and the patient recovered from this event.